Event description:
This lead "was contributing to anodal stimulation challenges in optimum crt configuration." The physician elected to explant and replaced this lead with a competitive device to remedy the issue. This lead has been retained by the hospital and no additional information is available. Should additional information become available, this event will be updated.